Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6)2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. Reported fault could not be reproduced for the receiver. A review of the receiver data log confirmed a firmware error code. A root cause could not be determined.